Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Boston scientific received information that this pacemaker had 1,500 ventricular tachycardia episodes. A boston scientific technical services (ts) consultant explained that this could be attributed to loss of capture on the right ventricular (rv) lead. The rv threshold measurements have risen from 1.3 v to 2.0 v. The device was also noted to be included in the failure mode 1 subset of devices described in the physician communication on (B)(6) 2005. Ts suspected that this loss of capture was due to increased threshold measurements as all other lead and device measurements were normal. The output was reprogrammed to 4.0 v at 0.6 ms and the patient was to be checked in one month for any changes. No adverse patient effects were reported. The device was later explanted due to normal battery depletion.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.